Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2021-00020: screw.

Event description:
While implanting a acutrak 2 screw into the patient's bone, the driver tip stuck in the screw head. The driver could not be separated from the screw and the screw was pulled from the bone after insertion. There was a 30 minute delay in surgery.